Event description:
During cataract surgery using an intertip t I/a tip, the surgeon noticed a black substance injected into the patient's eye. The surgeon tried to remove the substance but was unsure if all the particulate was removed. Twenty one days post-op the patient presented with endophthalmitis and needed operative treatment. The patients vision acuity was decreased from 0.7 to 0.5.

Manufacturer narrative:
The devices was returned from the distributor clean and free of any surgical residue or contaminates. There was normal wear and tear on the device as to be expected from a device that is three years old. The source of the black substance cannot be determined.